Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and found the high pressure test did not pass on pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.